Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a radical bladder cancer surgery lymph node dissection using the subject device, u504 error occurred. The probe was broken off. The intended procedure was completed with another device. There was no patient injury reported. There was no cutting hard tissues or touching metal clamps with the subject device during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-13787. On october 29, olympus medical systems corp. Was informed from olympus china as bellow. "This complaint was created manually earlier because the function of " sending it to qis automatically " was not working in sfdc system. Therefore, it is a repeated case of (B)(4)and it's unnecessary to report again." Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.